Event description:
Following a diagnostic procedure, an angio-seal device was inserted into the pts right leg. The pt subsequently went to surgery for cardiac bypass. The pt received no anticoagulation and was flat in bed for 8 days with low cardiac output following device deployment. On 7/17/1999, an embolectomy was performed on the right leg. During the embolectomy, an angioplasty was performed on a stenosis located distal to the angio-seal device. The pt is expected to fully recover. The physician reportedly does not feel that the angio-seal is at fault.